Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 concurrently with excision of prior mesh, vaginoscopy, and complex vaginal closure; due to stress urinary incontinence, uterine prolapse, bladder prolapse, vaginal extrusion of mesh and status post mesh. The patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06561. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: 10/06/2016. Additional information: age/date of birth.